Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump alerted that the battery was low. The customer pulled out the battery and it alerted as it should, but once he placed a new battery the pump did not on. The customer reported that it only took him a minute to place the new battery. The customer reported that he did not receive any replace battery now, or battery failed alarms. The customer reported that the display is currently blank. The insert battery alarm did not display on the pump screen. The display did not return after pump restart. The customer had not bumped or dropped the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit passed selftest and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, torn serial number label, cracked retainer and minor scratches on lcd window.